Manufacturer narrative:
A supplemental report will be submitted upon the completion of investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump had a helium related malfunction. The gas is running out quickly. The event occurred when replacing the helium tank because the remaining amount was low after use. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, e2, e3, g1-contact person at mfg site, g3, g6, h2, h3, h6-(type of investigaton, investigation findings, investigation conclusion, component code) and h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse checked the helium on the cart side. The fse replaced the buna-n o-ring. Work was performed according to the service manual with good results.